Event description:
It was reported that the t: slim x2 pump battery would not charge. There was no reported adverse impact. To address the issue, the customer tried using different wall adapters and charging cables, but the pump still did not charge. Customer reverted to an alternate method of insulin delivery.